Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 6 states, ¿inadequate range of motion due to improper selection or positioning of components.¿ number 14 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ number 15 states, ¿elevated metal ion levels have been reported with metal-on-metal articulating surfaces.¿ this report is number 2 of 2 mdrs filed for the same event (reference 1825034-2014-05096 / 05097).

Event description:
Legal counsel for patient reported patient underwent left total hip arthroplasty on (B)(6) 2009. Legal counsel for patient reported patient allegations of elevated metal ion levels, popping, clicking and grinding in hip, loss of range of motion, pain, and lack of mobility. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 6 states, ¿inadequate range of motion due to improper selection or positioning of components.¿ number 8 states, "dislocation and subluxation due to inadequate fixation and improper positioning." Number 14 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ number 15 states, ¿elevated metal ion levels have been reported with metal-on-metal articulating surfaces.¿

Event description:
Legal counsel for patient reported patient underwent left total hip arthroplasty on (B)(6) 2009. Legal counsel for patient reported patient allegations of elevated metal ion levels, popping, clicking and grinding in hip, loss of range of motion, pain, and lack of mobility. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Patient reported additional allegations of dislocations, hypothyroid, neuropathy, ha, hair loss, and hearing problems. Additional information received in post-operative monitoring report noted a femur fracture during the initial procedure on (B)(6) 2009. Cables were implanted to secure the bone.